Event description:
When a gynecological laparoscopy case was in progress, the jaws section of a grasping forceps came off in the abdomen. The loose metal part was easily retrieved by the physician. No patient consequences were reported.